Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a za9003 21.5 diopter intraocular lens (iol) was inserted and removed from the patient's operative eye, because the haptic was observed bent. Reportedly, a vitrectomy was performed and the procedure was completed successfully using a back up lens. The patient was reported being well post-operatively. No further information was provided.

Manufacturer narrative:
Device available for evaluation; device returned to manufacturer on: 4/15/2019. Device evaluation: the za9003 lens was returned in its original package. Cartridge also returned with the lens. Visual inspection using magnification was performed and loose fibers/particles were observed on the lens related the handling of the unit out of a sterile environment. Residue of viscoelastic material was observed on the lens. Both haptics were observed detached. The detached haptic pieces were not returned. Lubricant material residue was observed on the cartridge. No damaged was observed to the cartridge. The condition in which the sample was returned is consistent with a lens that was implanted and explanted. The complaint issue reported as haptic damaged was not verified. However, haptic detached was identified on the returned sampled. Based on the analysis of the returned lens, there was no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that there were no additional investigations for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.